Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter would not turn on. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that the alleged meter issue began on (B)(6) 2018. The patient reported that he does not take any diabetes medication, and that he made no changes to his normal diabetes regimen in response to the alleged meter issue. The patient alleged that about 5 mins after the meter issue began, he developed symptoms of ¿thirsty, fatigue and sweaty¿. He reported that he attended the emergency room and was treated with 10 units of insulin (type unknown), by a health care professional. The patient was unable to confirm any blood glucose results obtained. During troubleshooting, the csr noted it was not the first time the meter was being used, there was no evidence of misuse of the product, and the correct test strips were being used. On the information provided there is no evidence that the batteries needed replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.